Event description:
Pt/end-user reported that sometime between 2008 and 2009, during the continued use of the e&j shower chair, he began to develop sores on both legs right above his ankles. Due to continuous skin tissue breakdown, he stated he developed pseudomonas, resulting in his left leg amputation (2009). He stated rust adjustment bolts rubbed against his skin while he was using the chair. As a paraplegic he could not feel the rubbing and irritation to his skin.

Manufacturer narrative:
Following notification of this specific complaint gf conducted an extensive root cause analysis which included a site visit to residence in 2009. The front rigging warranty had expired. The gf product mgr took two new chairs (high back and low back) and replacement front rigging. The claimant/end-user refused both options (a replacement chair or new front rigging). He preferred to continue using his chair and accepted "gel ovation gel wraps" to cover a bolt located on the front rigging. MFR/supplier changed the bolt design in 2005. Trending from 2005 until current reflects one complaint in respect to the front rigging bolt or bolt rust. The number of units with the same bolt design exceeds 90,000 units. Owner's manual (maintenance schedule and warranty): front rigging warranted for six (6) months. It is unk if the MFR's maintenance schedule was followed.